Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of spec with respect to the reported symptom, which was reproduced. The eval experienced a door not fully latched message. The messages were found to be caused by a loose upper link screw. The link screws were replaced.

Event description:
It was reported that a spectrum pump did not "see door shut" during biomedical testing. It was also reported there was no pt involvement.